Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the stimulation was off. When the therapy application was checked using the handset, the therapy was found to be off. After confirming with the user whether to turn the therapy on, it was turned on. However, it could not be confirmed why the stimulation had been turned off. It was noted the issue was not resolved at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported the cause of the stimulation being off was unknown, however, the issue was resolved.

Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.